Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v162388, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, serial# unknown, explanted: (B)(6) 2014, product type: adapter. (B)(4).

Manufacturer narrative:
Analysis of the pocket adapter (s/n unknown) found the adapter body conductor was broken within 10cm of the connector area. Conductors #3, #6, and #7 were broken 2.8cm from the proximal end. (B)(4).

Event description:
It was reported the patient noticed an increase in tremor 2 days prior to report. It was further reported there was not a 50% or greater symptom reduction. The cause of the event was an open circuit programmed on electrodes 6 and 7. It was device related and it appeared to be the connections with the pocket adaptor into the ins. The patient was reprogrammed, but the other contacts did not provide any tremor relief. Troubleshooting occurred and the lead/extension connection was palpated along with the adaptor/extension/device connections palpated along with different head positions to assess the issue. It was determined that the issue was temporarily resolved (tremor resolution) when the patient¿s head was extended to the right and pressure was placed on the adaptor/device connection. Impedance testing was repeatedly done in each of the movements. It was very straight forward that contact 6 and 7 were >40,000 ohms when tested at 3.0v. Contact 6¿s open circuit issue resolved completely but contact 7 remained at >40,000 ohms. All of the testing was done on (B)(6) 2014 at the neurologist¿s office. The patient¿s tremor was not resolved at the time of report, but they increased their sinemet intake which helped control their tremor. The patient was very patient and they understood the situation. The patient saw their neurosurgeon the day prior to report and they were going to have a new adaptor placed on (B)(6) 2014. Additional information received reported electrode 7 impedance was still >40,000 ohms which was the contact that provided the patient with best efficacy. The impedances were tested with the patient in different positions and the changes in impedance values matched the intermittent therapy the patient had received. A surgical revision was done on the day of report to replace the pocket adaptor. It was unknown if the health care professional was going to replace the extension at that time. It was further reported the replacement adaptor resolved the issue.

Event description:
Additional information received reported pre-operative electrode impedance results were given for the right subthalamic nucleus (stn). The one pre-operative evaluation showed the 6 and 7 electrode were open circuits (>40,000 ohms). The second pre-operative evaluation with pressure placed on the adaptor over the skin showed the 6 electrode within normal range but the 7 electrode was still open. Those were the same results that were produced in the office one week earlier. The intra-operative electrode impedance results and the 2 hours post-operative electrode impedance results were given. Both showed complete resolution of the issue. It was noted the adaptor was the issue in the connector. The patient was contacted on 2014-(B)(6) and their left hand tremor was controlled and they were very well. The patient also was walking better. The patient was going to schedule a follow-up appointment in the following weeks.